Event description:
On (b)(60 2013, the reported contacted animas alleging a display screen issue. It was reported that the display screen was blank after attempting to power on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump powered on with audio and vibration warnings and the pump's display screen was functional. The display screen was removed during investigation and there was no evidence of moisture corrosion was observed in the pump compartment. There were no defects found with the display screen and investigation did not duplicate the reported complaint of a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.